Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed and the cause of the issue could not be determined.

Event description:
Baxter (B)(4) received a report that an infusor had no flow before use. The device was filled with 243ml of solution. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.